Event description:
Between 5/18 and 6/3, 10 patients experienced progressive type reactions during dialysis. 6 patients obtained positive blood. Culture results for acinetobacteria, a gram negative organism. Dialyzers disinfected with renalin per manufacturers recommendations. Machines heat disinfected per manufacturer's recommendations. The bicarbonate jugs used with the indivuidaul patient machines were rinsed daily with ro water. The mfg. Operating and technicakl manuals provide no recommendations for disinfection of bicarb. Jugsdevice not labeled for single use. Patient medical status prior to event: invalid data. There was multiple patient involvement. Number of patients involved: .invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.